Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. It was recommended to replace the flow sensors. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 09/20/16 phone call, 9/21/16 phone call, 9/22/16 phone call.

Event description:
The hospital reported the unit was unable to switch to pressure support ventilation during a case. The unit was restarted and then operated as designed. There was no report of patient injury.